Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. Per clinical review of the event, the x-coated tubing is known to click when it is not wetted and runs on the pump. The noise can be avoided by exposing the tubing to sterile saline. The customer has revised their pack to remove this x-coated tubing. The complaint will be included in associate awareness training. No lot number was reported; no device history record review was performed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the sucker line makes noise due to x-coating. The customer reported that this has happened numerous times. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.